Manufacturer narrative:
No machine malfunction was identified during the technical investigation. According to the analyzed logging data, the prismaflex machine worked to specification and generated appropriate alarm conditions in connection with the reported events. The analysis showed that the alarm "malfunction: general system failure (1)" was generated as the operator tried to manually rotate the blood pump when the prismaflex had entered a patient safe state (stopped blood pump and clamped return blood line) due to the already triggered "warning: access extremely negative". The warning "access extremely negative" was probably triggered by a obstructed catheter. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
During the course of 22 hours, a patient undergoing cvvhdf therapy had sustained a 517 ml blood loss when the content of two extracorporeal circuits of blood was not returned following a series of access related alarms. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention.